Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The hybrid circuitry was tested, and the results indicated normal current drain. A longevity assessment was performed and device passed its projected longevity. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The device was implanted in 2016 but the exact implant date for the device is unknown.

Event description:
During follow-up, the device was found to have reached its elective replacement indicator (eri). Premature battery depletion was suspected. The patient was stable following the procedure and there were no adverse consequences.